Manufacturer narrative:
Evaluation summary: lcb broken 90% / 0%. The defect parts replaced. Correction information: g6: follow up #1. H2: type of follow up. H4: device manufacture date. H6: coding changed based on the investigation result.

Event description:
Image disturbance during angulation. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855.